Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed delivery accuracy test at 0.08685 inches. No unexpected insulin flow blocked alarm noted. Pump error alarm confirmed in the pump history due to broken pin 6 trace on keypad assembly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The patient¿s blood glucose level was 133 mg/dl at the time of the incident. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.